Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 12.0 x 20, 75cm mustang balloon catheter was advanced for pre-dilatation. However, upon inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a 12-40/5.8/75 mustang balloon catheter. No patient complications were reported.